Manufacturer narrative:
Additional information: the following fields were updated based on the additional information received: section a4- weight: 182 lbs. Section a5- ethnicity: non-hispanic. Section a6- race: caucasian (white). Section b5- additional information received indicated that the patient also had refraction surprise with the lens. During the explant there was no patient injury such as capsule tear and no surgical interventions required. The replacement lens was a dcb00 lens of 17.5 diopter. It was also confirmed that the patient has glaucoma. Section: d6b-if explanted: give date: (B)(6) 2025. Additional health effect - clinical code added: section h6- health effect - clinical code 2138: visual impairment. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section: a4, a5 and a6 - unknown, information was requested but not provided. Section b3 - date of event: unknown, not provided, but the best estimate date is after apr 9, 2025. Section: d6b-if explanted: give date: unknown, information was requested but not provided. Device evaluation: visual inspection of the complaint device reveal that the lens was cut in half with one half missing. The lens half was coated in viscoelastic residue. The lens half was cleaned and inspected, and damage was observed near the edge of the lens. The complaint issues were not identified during product evaluation. The observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed no other complaints were received for this po. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was unhappy with their right eye vision despite achieving 20/20 vision after surgery with a preloaded multifocal intraocular lens (iol). The patient was scheduled for an explant surgery on (B)(6) 2025 to replace the current device. Additionally, the returned device confirmed that the lens had been explanted.